Manufacturer narrative:
(B)(4).

Event description:
It was reported that a smiths medical cuffed blue line ultra® tracheostomy tube adapter was required to be removed with considerable effort or was cut off in order to place in-line suction. There were no reported adverse patient effects.